Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient reported that she is not getting good symptom relief for "the past 2 weeks" and says she has not had a fall since may. She mentioned she "has pinched nerves and taking gabapentin and that kind of a nerve relaxer so I have been taking a lot of that the last 4 months but im getting weaned off of it now". Patient had access to the patient programmer and it showed that stimulation was off on p4 at 0.5v. They said they raised from 0.4v to 0.5v over the weekend and must have accidentally turned it off. Stimulation was turned back on and pat agent helped patient increase stimulation to 2.5v and she reports feels stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient's weight was (B)(6) pounds at the time of the event. No further complications were reported or anticipated